Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause was not reported. The patient was not hospitalized. The patient was prescribed an unspecified antibiotic for home care. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.